Event description:
A customer site within (B)(6) reported that discrepant results were generated with a patient sample when tested with the cobas amplicor (ca) hcv qual test, version 2.0. Us-ivd, m/n 21111132123; batch p0295. The result was released to the physician who questioned the result and the sample was re-run. The re-run hcv result was (B)(6) for hcv. The sample was also tested with cobas ampliprep / cobas taqman (cap/ctm) hcv quantitative test and the result was (B)(6). It is unknown if any patient treatment was affected by the discrepant results generated. The cobas amplicor serial number is (B)(4).

Manufacturer narrative:
The investigation into this reported issue is ongoing, and therefore, no conclusion can be drawn at this time. The conclusion of this investigation will be reported through a follow-up report. (B)(4).

Manufacturer narrative:
The customer reported that discrepant results were produced for one sample when using the cobas amplicor hcv qual test, v2.0 us-ivd. The initial result was (B)(6) and was questioned by the physician. The repeat test was (B)(6). The customer indicated that they believe the discrepant result was caused by an operator error, using the wrong sample for testing initially. Their site procedure is to report the generation of any discrepant results to roche. The samples had already undergone the maximum number of freeze-thaws as recommended in the package insert, after which a loss of (B)(6) rna may occur. As such, no investigative testing of the samples was possible. A complaint history analysis did not identify any trends related to the customer's allegation. No product non-conformance was identified. (B)(4).